Event description:
A customer contacted beckman coulter inc (bec) stating that their coulter lh 780 hematology analyzer was leaking isoton-like fluid (<1ml) onto the counter. The operator was wearing personal protective equipment (ppe) consisting of gloves, gown and goggles at the time of the incident. No injury or exposure was reported. There was no affect to patient samples.

Manufacturer narrative:
A field service engineer (fse) went on-site and isolated the leak to the sample access module. Fse replaced tubing at pinch valve (pv) 5, pinch valve (pv) 115, and fluid detector (fd) 7 on the sample access module. Fse then cleaned up dried reagents and tested for good slides produced with no leaks. The leak is attributed to tubing at pv5, pv115, and fd7 on sample access module. (B)(4).